Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of gonadal vein, this coil would not able to detach. The coil was delivered to the intended location; however, several attempts were made to detach the coil unsuccessfully. The physician attempted to detach the coil several times outside the patient, but it could not be detached. The physician replaced the coil and procedure completed successfully. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implant coil was found damaged and stretched with the polypropylene filament intact and detached from the pushwire. The instant detacher, the concerto pushwire were not returned; therefore, any contributing factors from these could not be assessed. During evaluation, the detach element was removed from the implant coil. The detach element was in good shape. Based on the reported information and analysis we are unable to definitively determine the cause of non-detachment. If information is provided in the future, a supplemental report will be issued.